Event description:
Rec'd a verbal report on 01/10/2006 from a user facility of a reaction with the use of this dialyzer while undergoing dialysis. The rn reported that on 01/05/2006, the pt was premedicated with 12.5 mg diphenhydramine and 650 mg of acetaminophin po. The pt was then placed on the dialysis treatment system. Within 35 mins into the treatment, the pt became short of breath and became nauseous. The pt was medicated with promethizine 12.5 mg ivp. Oxygen was also given as well as a ns bolus. The pt was reinfused and the system recirculated. The pt reported feeling better. The md was notified of the pt's condition. A new set of bloodlines with a f180nr dialyzer was set up and primed and the pt was placed on that system for the remainder of their treatment. The pt was able to complete their prescribed dialysis. The pt was discharged to home at the end of dialysis. No sample is available. The facility reported that they have been challenging this pt's dry weight.